Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3889-28, lot# va1gg5t, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead, ubd: 25-apr-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that, on (B)(6) 2017, the patient fell down four steps and landed on their ¿behind¿. The patient went and saw their healthcare professional (hcp) for a regular follow up appointment where the found that ¿something was wrong¿ with the lead. A surgical revision was performed on (B)(6) 2018 where the doctor removed and replaced the lead. There were no further complications reported or anticipated.